Event description:
The ge oec 9900 fluoroscopy system had one reported instance where it did not complete the boot sequence. A cycle of the power allowed the system to boot normally.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the error. The system event log showed a security error at the time of the noted malfunction. Boot-up software anomaly self corrected on re-boot. The system was tested, found to operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.